Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection extending beyond the patch perimeter which occurred 5 days after the sensor had been inserted in the arm. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2023, the patient consulted with a doctor about the skin reaction and was prescribed oral bactrim antibiotic. The patient was in good condition at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.